Event description:
It was reported that the system was removed after the patient developed a staph infection. No other patient symptoms were provided. The exact date of explant was not reported. Device tracking system indicates 2008. Additional information has been requested from the hcp, but was not available as of the date of this report.